Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening side assessed as unidentified (tear) opening. (Shell thickness was within specification). Seroma-late : unable to observe since it is a medical event and is not related to the device. Anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reporting rupture diagnosed by MRI and "fluid aspiration on my left breast". This relates to the left device. Device has been explanted.

Event description:
Patient reporting rupture diagnosed by MRI and "fluid aspiration on my left breast". This relates to the left device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "fluid aspiration" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Manufacturer narrative:
H6. Health effect - impact code continued: f2201 - biopsy. Un-reporting the code e2107. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.